Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. The investigation determined the reported difficulties appear to be related to user technique and/or an interaction with patient anatomy and the subsequent treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that vessel puncture closure of an unspecified artery was attempted using a proglide device relative to an unspecified procedure. Reportedly, there was no suture attached to needle plunger after deployment, a cuff miss was noted. A new proglide device was used to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). It was initially reported that the device would not be returning for analysis; however, the device was returned. Analysis was performed on the returned device. The reported cuff miss/ suture retrieval issue was confirmed. The investigation determined the reported difficulties appear to be related to user technique and/or an interaction with patient anatomy. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.